Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited, the plastic distal end cover was burned. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5, the initial report did not mention the bending section cover having foreign material. G3- updated aware date to 20sep2024 to capture the finding date of the foreign material. New information added to the following fields: h3 and h6. It has been over six (6) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came adhered to the bending section cover, but the type of the material or root cause cannot be identified. Regarding the burnt plastic distal end cover, the root cause could not be specified as well, however, it is possible that the user used the apc probe; when the apc probe is used without ensuring a sufficient distance from distal end, the event may occur. A definitive root cause cannot be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope exhibited the bending section cover has foreign objects.